Event description:
It was reported that during a mildly tortuous mid right coronary artery (mrca) stenting procedure, the heavily calcified lesion was predilated with several balloons. A 3.5x38mm xience xpedition was advanced with resistance and at times with force toward the lesion. It was noted under fluoroscopy that the stent was starting to dislodge, so it was decided to remove the stent delivery system (sds) by pulling it into the guiding catheter, but the stent could not be pulled in. The guide catheter was removed and the sds was attempted to be pulled into the sheath, but the stent dislodged. The sds was removed and the stent was snared and removed with the sheath. Upon removal, the proximal end of the stent appeared crumbled. Other devices were attempted, but failed to cross the lesion. The procedure was stopped, all devices removed. It was decided to bring the patient back for rotoblading and stenting at a future time. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent damage and dislodgement were confirmed. Difficult to remove from guiding catheter and difficult to remove from introducer sheath could not be tested due to the condition of the returned device. A cine was received and reviewed by an abbott vascular clinical specialist, but did not verify or confirm the issue; however, significant calcification of the vessel was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.